Manufacturer narrative:
Additional information was received that the preuse check of the machine, as contained in the user manual, will pick up such a condition. As stated in the service record, the pre-use test failed, notifying the user of the reported condition. Unit continues to ventilate, and alarms remain functional. Therefore, there was no reportable malfunction

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.